Event description:
The customer stated that the insulin pump has no audio tones. Troubleshooting was performed and the insulin pump failed to beep during the self test. Nothing further was reported. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.